Event description:
It was reported that the patient was experiencing episodes of ventricular tachycardia (vt). Interrogation of the device revealed high right ventricular (rv) lead thresholds in bipolar configuration, and loss of capture in uniploar configurations. The interrogation further revealed that while there was no sustained vt, the patient did experience ectopy. An echocardiogram and CT scan revealed that the rv lead had perforated the myocardium. The patient underwent a pericardial window and the rv lead was repositioned from the apex to the septum the following day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5086mri52 lead implanted: (B)(6) 2014. (B)(4).